Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the u.s.a. Stating that the device had a hole in the hose. The device was not being used during surgery. There was no patient or user injury. There was no additional information provided.